Event description:
It was reported that the patient had an acl surgery last year and had no problems during the time frame. Due to participating in lot of sports the patient overstressed his knee resulting in pain and fluid in the knee. An mrt (magnetic resonance therapy) was performed and it was noticed that the screw was still sitting in the bone tunnel but it was broken (upper third). Additionally the patient had a medial cartilage defect which was probably caused by the defective screw piece. The broken upper third of the screw was removed during a 2nd surgery. Patient has no more pain and is fine now. The acl is well healed.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record cannot be performed. The most likely cause of this type of event is from possible patient post-op non-compliance or re-injury. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.